Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was describing what patient services (pss) understood was that over the last couple of days they'd noticed their ins battery was depleting at a faster rate. Pt explained they recharge their ins every morning noting the battery usually has depleted down to around 70% in a 24 hour period, but for the past two days it has been down in the red. Pt stated the controller (ptm) was connected to ac power supply and provided current battery levels as ptm 80%; ins 100%. Pt mentioned receiving the recharger exchange unit and then the one being tested was returned back to them; pss checked serial number which indicated rtm was the older style without strain relief. Pt commented rtm worked really well after receiving it back (worked fine for another month or so) but then got a system problem rm04 message. Pss reviewed therapy settings/usage affects ins battery depletion rather than issues with external components. Patient verified they had not made any changes to their therapy settings or amount of usage (ins stim on 24/7). Pss confirmed physical/shipping address same as registered. On 2023-jun-09 pss followed up with pt this morning to confirm that is the ins battery that pt was reporting as depleting at an abnormal rate. Pt was advised to follow up with their hcp which pt commented was easy for them to do. Current battery levels provided during today's call: ptm 100%; ins 30%

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt provided the serial number of the controller. The cause was not re ported, but pt reported they were moved to program c with adjustments instead of program a. The pt reported they just had the reprogramming done, but it seems to be helping. Weight was received. Pt reported previous info about rm04 message and that they reset the controller battery and that resolves the issue.